Manufacturer narrative:
Citation: flexible band versus rigid ring annuloplasty for functional tricuspid regurgitation: two different patterns of right heart reverse remodeling. Interactive cardiovascular and thoracic surgery 23 (2016) 79¿89. Doi:10.1093/icvts/ivw047. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review comparing the effectiveness of tricuspid annuloplasty band verses ring. All data were retrospectively collected from procedures that took place between 1999 and 2014. The study population included 462 patients (predominantly female, mean age 69.2 ± 9.5 years), 345 of which were implanted with tricuspid annuloplasty band and 117 implanted with a tricuspid annuloplasty ring. A medtronic duran annuloplasty band was implanted in 66 patients (serial numbers not provided). Among all patients implanted with a tricuspid annuloplasty band, none of the deaths were attributed to medtronic product. Among all patients implanted with a tricuspid annuloplasty band, adverse events included: atrial fibrillation (afib), transient complete heart block, myocardial infarction (mi), low cardiac output, blood loss requiring blood transfusion, cerebral vascular accident (cva), trivial to severe regurgitation, and re-exploration. Based on the available information, these events may have been attributed to medtronic product, however a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.